Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was very slow to boot and to interrogate and that it had a broken handle. It was additionally noted that both the radiofrequency head and electrocardiogram connectors on the link electronic module board were loose, that the power supply was noisy and that the unit was corroded inside. Due to the extensive damage it was determined that the programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer was "very" slow to boot and interrogate, and that it had a broken handle. The programmer was re turned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.